Event description:
Complainant alleged that during biomed testing a battery melted in the device and the device was unable to power on via battery. Complainant did not indicate that there was any pt involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the device for eval and this complaint is still under investigation.